Manufacturer narrative:
Lot number: information was not provided during initial report. Add'l info has been requested. Device was not explanted. MFR date can not be determined without a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Corrected information: change from rm to si.

Event description:
Pt is part of a (B)(4) study. Status post anterior posterior l4-l5, l5-s1 spinal fusion in 2004, pt developed pseudoarthrosis. Exploration posterior fusion occurred. On (B)(6) 2007; competitor hardware was removed and replaced at l4-s1 and pt received an iliac crest bone graft. Synthes hardware remained intact. This is the third of four reports for this event.